Event description:
This is filed to report the patient becoming septic post-procedure. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 3. A total of two mitraclips were successfully implanted in the patient. A third clip was attempted to be implanted; however, the mean gradient was too high. The device was removed from the patient and the gradients returned to baseline. The procedure was complete with a final mr grade of 1. One day post-procedure the patient became septic and experienced symptoms of fever and an elevated heart rate. There was no evidence of endocarditis and the patient was treated with medication. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported sepsis and tachycardia could not be determined. The reported fever appears to be a cascading effect of the reported sepsis. The reported fever and sepsis as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Medication is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.